Event description:
The patient claimed that her blood glucose has been unusually elevated over the past several weeks. Approximately two weeks ago, the patient adjusted her insulin to carbohydrate ratio and believes she may have incorrectly adjusted the settings. During troubleshooting, the animas representative assessed the patients alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There was no sign of a kink or bending of the cannula at the infusion site. The patient reportedly was able to prime successful with animas pump. There was no change in the patient's activity and diet. The insulin appears to be clear. The animas representative concluded there was no pump malfunction associated with the alleged event. Based on the animas representative, there were several factors that could have attributed to the alleged elevated blood glucose. The patient reportedly was sick several weeks ago. It was also suspected that possible hypertrophy could have lead to poor insulin absorption. In addition, the patient was changing the setting without hcp guidance. The patient was advised to follow-up with her hcp regarding setting and possible site issues. This complaint is being reported due to user error and because the patient claimed her blood glucose was unusually elevated after she adjusted her animas pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.